Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the movements of the instrument were scale appropriate but diminished, the movements of the instrument were not in the opposite direction, the instrument was with broken one of the cords, so the movement related to that disc/cord was not active.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.